Event description:
The customer reported to olympus, the video system center had a front panel failure. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a printed-circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated h6 type of inv., inv. Findings, inv. Conclusion. Updated h10 narrative . This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed front panel failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established, however, it is probable that the front panel switch did not function due to a faulty printed circuit board. The causes of the circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.